Event description:
It was reported to covidien that a customer had an issue with a sharps container. The customer reports that when removing the sharp container from the cupboard, the nurse was scraped by a needle which was reportedly sticking out of the small hole through the hinge of the tortuous path flap.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.